Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron clinical system generated an erroneously low sodium (na) result for one patient. The erroneous patient result was not reported out of the laboratory. Repeat testing produced a higher sodium (na) result. There was no impact to patient treatment.

Manufacturer narrative:
The sample was serum or plasma. The customer stated that qc prior to and after the event was within the established ranges. Qc after the event, after recalibration, recovered 2-3 mmol/l higher than the qc run before the event. Once the customer obtained two suppressed sodium results, the system was recalibrated and the samples run earlier on the day were repeated. Of seven repeated samples, only one sample showed a difference exceeding the precision claim of the assay. No suppressed results were occurring after the event and service request was not generated. Bec reviewed instrument performance remotely, and found performance passed the specifications. Although the customer believes the suppressed results were caused by an improperly handled ER sample, a definitive root cause of the low sodium result is unknown. As of (B)(4) 2011, the customer has not reported any further problems.